Manufacturer narrative:
The investigation determined that non-reproducible vitros phenytoin (phyt) results were obtained on vitros quality control fluids processed using a vitros 250 chemistry system. The laboratory observed unacceptable phyt precision performance across multiple vitros phyt slide lots. Therefore, a phyt slide lot issue is not a likely contributing factor to this event; however, it cannot be entirely ruled out. The most likely assignable cause is instrument related, as the results of the phyt within-run precision test were outside of ortho guidelines, indicating the vitros 250 chemistry system was not performing as intended. An ortho field engineer performed service actions to the vitros system and acceptable phyt precision performance was obtained following completion of service.

Event description:
The customer obtained non-reproducible vitros phenytoin quality control results (vitros pvii = 71.5 versus expected 89.5 umol/l; vitros tdm pviii = 90.6, 91.3 versus expected 114.45 umol/l) using multiple phenytoin slide lots processed on the vitros 250 chemistry system. The non-reproducible vitros phenytoin results were generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. (B)(4).